Event description:
Tip cover accessory used in davinci case split down the side. Was noticed during the case while the scissors were being used. Doctor notified and a switch of tip covers was done. The torn tip cover was placed in original package and will be given to quality. Concerns of product design: product materials and strength regarding splitting/ tearing issues. Radiopaque indicator not designed in product and concern for retained surgical item - cannot be seen with plain and fluoroscopic imaging. Product design of adding the tip cover accessory vs insulating the reposable instrumentation.